Manufacturer narrative:
The returned cable was evaluated. During evaluation the cable passed all visual and functional testing. The cable was determined to be functioning as designed.

Event description:
Customer reported "they do not work, most do not talk to the tele box, half do not light the disposable finger probe constantly. Works for a minutes stops lighting the probe and then comes back on." No consequences or impact to patient.